Event description:
On (B)(6) 2007: ap/lateral cervical spine, post op follow up post-surgical change of anterior cervical spine fusion at c5, c6, and c7 is noted with a plate and screws in place. Excellent overall alignment is noted. No abnormalities noted. On (B)(6) 2007: cervical spine: there is fusion at the c5-c6. C6- c7 level. Intervertebral disc replacement is demonstrated. Mild neural foraminal encroachment c6-c7 level right and left can be seen. Odontoid is intact. Acute pathology is not identified, plate and screws fusing the anterior c5, c6 and c7 vertebral,body is demonstrated. On (B)(6) 2007: right lower extremity venous duplex study, patient has right lower leg pain and swelling. No evidence of deep vein thrombosis noted. If pain persists a follow up is recommended. On (B)(6) 2008: MRI lumbar spine without contrast severe low back pain, bilateral leg pain and numbness, lumbar radiculopathy finding: mild scoliosis, no disc herniation or stenosis. On (B)(6) 2008: MRI cervical spine without contrast history: cervical somatic dysfunction. Neck pain. Surgery one year ago. Symptoms have increased, bilateral arm pain, numbness, paresthesis, bilateral leg weakness. Findings: straightening of curvature or reversal of curvature, mild to moderate spinal foraminal stenosis as noted. On (B)(6) 2011: patient in for refills, has back pain even with medication. Currently on duragesic and percocet. On (B)(6) 2011: office visit, has had recent seizures, says had them before, thinks they are heat related. On (B)(6) 2011: admitted to hospital, back pain and fever (B)(6) 2011: patient in for checkup, still having back pain. Refilled pain medications. On (B)(6) 2012: lumbar spine. Patient has pain. Findings: there are end plate changes and osteophytes in the lumbar spine with relative sparing at l5~sl. There is also loss of disc height at ll-2, l2-3, and l3-4. There is mild to moderate mid to lower lumbar facet joint arthrosis. There is slight lumbar scoliosis. Disc herniation cannot be excluded.

Event description:
It was reported that the patient underwent an unspecified spine surgery using rhbmp-2/acs. Post-op, the patient developed pain. Additionally, it was reported that "since the surgery I am required to visit my dr. Frequently. I'm worried things will get worse. He has informed me things have gotten a lot worse. Carpal tunnel syndrome from nerve damage. Neurological tests ran before surgery and I am in much worse condition than before the surgery. The doctor who did the surgery never gave me any rehab, hard collar, directions or help after he botched the surgery. When I called him for help, his nurse told me he left for 3-4 weeks after my surgery and never referred me to another doctor, nor did he try to help me. Anyway, after he made my neck worse now than it was. I have in home care for bathing, cooking, cleaning, and cannot even drive anymore. I suffer from pain 24 hours a day. I have terrible memory loss problems, I am depressed to the point that I have severe panic attacks, fainting spells, sweats, nightmares, shakes, and I do not leave my home unless I have to go to the doctor, psychologist, or blood test, MRI's, x-rays. The doctor who originally performed the infusion has not been heard from since he ruined my neck. My neck hurts so bad that now there is something wrong with the lower part of my back and at times I cannot feel my legs. My arthritis has gotten so bad, I pretty much spend all my non-medical time in bed or a recliner. My life is over since that doctor ruined my neck from the bone graft surgery and replaced the nerves in my neck with artificial ones. When he screwed the device into my neck the screw broke a vertebra on the back of my spine and now it lays on top of the new nerves causing me to feel like I have electrical shards in my neck and spine. Whenever I turn my head left to right or up and down I fell horrible pain. My life is consumed with pain and I cannot even be a wife to my husband who wants a divorce because I am useless. It hurts to have sex and now my thyroid is going out on me. My cholesterol is right at 700, it is only supposed to be 120. It would surprise me if I live another year. It is mandatory for me to see my family practitioner every month, my psychologist every 2 weeks, and my psychiatrist every 2 months. My caregiver comes to my home 3 to 4 times a week. The courts took away my drivers license because of the medication I have to take. Because of the permanent damage from the bone graft infusion I will never be able to drive again, bathe myself safely, walk normally, or without a walker/or wheelchair. I will need a surgery again from the damage the device is causing in neck and spine. I will be on medication for the rest of my life."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.